Event description:
It was reported that this patient with a subcutaneous implantable cardiac defibrillator (s-ICD) system received a single inappropriate shock in the alternative sensing vector and presented to their clinic for a follow-up appointment. Provocative maneuvers were performed, which elicited myopotential noise in all three sensing vectors. The device data was subsequently forwarded to boston scientific technical services (ts) for review. Ts confirmed that the inappropriate shock was the result of significantly reduced r-wave amplitude measurements which contributed to myopotential over-sensing. It was stated that the device was reprogrammed to resolve the event and the physician is continuing with normal monitoring. At this time, the s-ICD remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardiac defibrillator (s-ICD) system received a single inappropriate shock in the alternative sensing vector and presented to their clinic for a follow-up appointment. Provocative maneuvers were performed, which elicited myopotential noise in all three sensing vectors. The device data was subsequently forwarded to boston scientific technical services (ts) for review. Ts confirmed that the inappropriate shock was the result of significantly reduced r-wave amplitude measurements which contributed to myopotential over-sensing. It was stated that the device was reprogrammed to resolve the event and the physician is continuing with normal monitoring. However, recently, the patient received an additional inappropriate shock in the primary sensing vector. The shock was delivered due to over-sensed myopotential noise and low r-wave amplitude measurements. Ts was contacted again, and it was discussed that the system placement was suboptimal and could be improved by repositioning. The physician surgically repositioned the system to resolve the event. Shock testing and exercise testing were performed post-revision with no abnormalities observed. At this time, the s-ICD remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardiac defibrillator (s-ICD) system received a single inappropriate shock in the alternative sensing vector and presented to their clinic for a follow-up appointment. Provocative maneuvers were performed, which elicited myopotential noise in all three sensing vectors. The device data was subsequently forwarded to boston scientific technical services (ts) for review. Ts confirmed that the inappropriate shock was the result of significantly reduced r-wave amplitude measurements which contributed to myopotential over-sensing. It was stated that the device was reprogrammed to resolve the event and the physician is continuing with normal monitoring. However, recently, the patient received an additional inappropriate shock in the primary sensing vector. The shock was delivered due to over-sensed myopotential noise and low r-wave amplitude measurements. Ts was contacted again, and it was discussed that the device placement was suboptimal and could be improved by repositioning. The physician surgically repositioned the device to resolve the event. Shock testing and exercise testing were performed post-revision with no abnormalities observed. At this time, the s-ICD remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardiac defibrillator (s-ICD) system received a single inappropriate shock in the alternative sensing vector and presented to their clinic for a follow-up appointment. Provocative maneuvers were performed, which elicited myopotential noise in all three sensing vectors. The device data was subsequently forwarded to boston scientific technical services (ts) for review. Ts confirmed that the inappropriate shock was the result of significantly reduced r-wave amplitude measurements which contributed to myopotential over-sensing. It was stated that the device was reprogrammed to resolve the event and the physician is continuing with normal monitoring. However, recently, the patient received an additional inappropriate shock in the primary sensing vector. The shock was delivered due to over-sensed myopotential noise and low r-wave amplitude measurements. Ts was contacted again, and it was discussed that the system placement was suboptimal and could be improved by repositioning. It was stated that a surgical revision procedure is anticipated to reposition the system, but this has not yet occurred. At this time, the s-ICD remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardiac defibrillator (s-ICD) system received a single inappropriate shock in the alternative sensing vector and presented to their clinic for a follow-up appointment. Provocative maneuvers were performed, which elicited myopotential noise in all three sensing vectors. The device data was subsequently forwarded to boston scientific technical services (ts) for review. Ts confirmed that the inappropriate shock was the result of significantly reduced r-wave amplitude measurements which contributed to myopotential over-sensing. Information has been requested regarding the event resolution, but a response has not yet been received. At this time, the s-ICD remains implanted and in-service. No additional adverse patient effects were reported.